Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.

Event description:
It was reported that during the procedure, the shaft of a 2.3 screwdriver broke inside the head of a 2.3 screw. Fluoroscopic control showed the screw was too long and required removal; however, removal was not possible as the broken tip was lodged in the screw head. The hospital did not have an extraction set available. A more dorsal surgical approach was required to remove the screw, which significantly prolonged the procedure (1 hour).